Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous anastomotic region of the shunt. The balloon catheter was inflated and ruptured on the 1st inflation after 30secs at 12atms. The procedure outcome information was unavailable, however no patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).